Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were rec'd; therefore the condition of the components is unk. The sterilization process for zimmer's implants was validated in accordance with (B)(4) and (B)(4) to a (B)(4) of 1.0 x 10-6 or better. The certificate of processing was reviewed and found to conform, therefore it is highly unlikely that the devices caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for infection.